Event description:
Caller reported the customer had symptoms of hypoglycemia at a time when the advantage system gave a blood glucose result of 206 mg/dl. No treatment was given at that time. Customer's daughter called the emts, who tested the customer's blood glucose with their own meter 45-60 minutes later as 21 mg/dl. The emts treated the customer with glucagon and transported her to the hospital, where she was admitted. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.